Event description:
It was reported that a large volume infusor under-infused during patient infusion. The device was filled with piperacillin tazobactam 18000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in 2023. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: there was two(2) large volume infusor that underinfused during patient infusion h4: the lot was manufactured may 19, 2023 - may 22, 2023. H10: the actual devices were not available; however, photographs of the sample were provided for evaluation. A visual inspection was done which showed residual fluid inside the device bladder which suggested a possible underinfusion had occurred. Due to the nature of the sample, no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.